Manufacturer narrative:
Initial and final MDR 1928187- MDR 3003442380-2024-18174- device 1 of 2. E1 patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient encountered two infusion set cannulas kinked events within 3 hours of insertion on 12-may -2024. The infusion set was in use for 3hours and 6-8 hours. The site of insertion was abdomen. Patient blood glucose level was found to 8mmol/l 18-19mmol/l for both. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.